Event description:
It was reported that fifteen days prior to report, the health care provider (hcp) was attempting to implant a lead. It was reported the hcp tried three different leads. It was noted that the patient was only feeling stimulation in their ribs and feet; not the back as intended. It was noted that the three leads were discarded and the implantable neurostimulator (ins) was never opened. It was noted that two new patient programmers were attempted as well as a brand external neurostimulator (ens). It was noted that everything ¿seemed to be working¿ but was in the wrong location. It was reported the patient has scoliosis and had to be woken up during the surgery to establish location of stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).